Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The customer¿s products have not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable result from coaguchek inrange meter serial number (B)(4). The meter result was 6.7 inr. The result from the laboratory using sta neoplastin ci plus reagent was 4.99 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr.